Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the product could not confirm the stated failure without obtaining the actual device/ product. A clinical analysis indicated that it was reported revision of thr 16 months post implantation due to dislocation. Patient had bilateral implants no indication of which side was explanted and revised. There is no report of traumatic injury or precipitating events for the dislocation. One x ray provided and reviewed which shows possible loosening of the left shell but based on the information received it can¿t be confirmed if this possible loosening is related to the dislocation that lead to the revision of the cup, liner and head or even if it was the left side that was revised. There are no relevant patient clinical/medical documents provided, and it was reported that the devices will not be returned for evaluation. Unable to review DHR as the part/ lot number was not provided nor was the device returned. There is no indication of patient injury beyond the revision procedure. No further clinical assessment is warranted. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision was performed due to the patient dislocating their hip.